Event description:
Complainant alleges that the saphlite light panel that mounts to underside of saphlite retractor melted during saphenous vein harvesting procedure and exhibited brown/black areas of discoloration at the curved portion. Or nurse reported that a temperature increase was not observed during use of the device, nor was the retractor/light panel placed in direct contact with a secondary surface. Melted light panel was replaced and procedure continued without incident.